Manufacturer narrative:
(B)(4). Batch manufacturing records was reviewed for any process deviation but no deviation was observed. One ncr was raised during manufacturing which is not related to the complaint voc. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: was there any additional tissue damage as a result of searching for the needle piece? Were there any patient consequences? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a myomectomy on (B)(6) 2021 and suture was used. During the procedure, the needle broke when sewing the wound in the surgery of fibroid. The broke needle parts were dealt properly. Changed another one to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.

Manufacturer narrative:
Date sent to the FDA: 03/23/2021. Additional h6 component code: g07002 ¿ conforming device. Additional h-3 summary: complaint sample not received for evaluation. Retained sample analysis: five retain sample were retrieved for analysis. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. The retain needle samples were visually inspected and tested for description test and shape test and found to be meeting the specification requirement. Finished good test records were reviewed for tensile strength value and needle pull-off value at the time of release and found to meet the specification. From the above analysis, it is evident that there was no issue related to the needle and suture quality and processing of this incident lot. As the complaint is related to performance -breakage needle stiffness and ductility test is applicable and measurable parameter. Stiffness and ductility in process test reports of needle manufacturing were reviewed for the supplier lot and found to be meeting the specification requirements. This analysis indicated that there was no issue related to processing of the lot. All the values are within the applicable limits. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.